Event description:
It was reported that the pump was sitting sideways and it was bothering the patient. The health care professional was able to refill it fine as long as the patient lay down. When the patient was sitting, the pump was sideways and ¿sticking out of her side¿. It was noted that the patient ¿hit on stuff a lot and that really hurts¿ because, the way the pump sits. The patient lost about 40 pounds since (B)(6) 2012, and the pump had been sideways since then. It was later reported that the cause of event was loosening of anchor for pump. Patient outcome was noted as no injury. The pump was being used to deliver baclofen and morphine.

Manufacturer narrative:
Product ID 8711, lot# n152171010, implanted: 2008 (B)(6); product type catheter. (B)(4).